Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that his thermometer had allegedly given false negative readings on his daughter. The device allegedly gave a readings that were 4.3-4.4°f lower than what was later measured at an urgent care facility. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer reported that his thermometer had allegedly given false negative readings on his daughter. The device allegedly gave a readings that were 4.3-4.4°f lower than what was later measured at an urgent care facility. There were no complications from this incident, and the patient is doing well now.